Event description:
Description: subject: a third party outside the medical device company forges or falsifies an export certificate to bring medical devices into the u.s. I am writing to bring to your attention a serious incident that occurred as a result of purchasing a medical oxygen concentrator from an online retailer, amazon. I kindly request your assistance in addressing this matter and ensuring appropriate action is taken to prevent further harm to consumers. I suspect that a third party outside the medical device company forges or falsifies an export certificate to bring medical devices into the u.s. I purchased a medical oxygen concentrator using the following link: [www.amazon.com/dp/b0cr8yzvpm]. Unfortunately, the device I received did not meet the necessary standards, leading to a medical emergency and subsequent readmission to the hospital. The root cause of this incident was the insufficient concentration of oxygen being produced by the machine. Given the critical nature of oxygen concentrators for patients with respiratory conditions, it is imperative that these devices function accurately and reliably. The failure of this product not only posed a significant health risk but also resulted in prolonged hospitalization and increased medical expenses. I kindly request the FDA's intervention in this matter to ensure the following actions are taken: investigation and monitoring: I urge the FDA to thoroughly investigate the oxygen concentrator in question and assess its compliance with regulatory standards. Product recall: it is crucial that the FDA promptly issues a recall notice to amazon, requesting the immediate removal of the identified oxygen concentrator from their platform. This action will protect other vulnerable patients from experiencing similar health risks. Seller accountability and compensation: I appeal to the FDA to hold the seller accountable for the sale of a defective medical device. I kindly request your assistance in ensuring that the seller provides me with appropriate compensation for the physical, emotional, and financial damages incurred as a result of this incident. I believe that by taking swift action, the FDA can effectively protect consumers from potential harm and uphold the integrity of the medical device market. Your intervention in this case will not only assist me in seeking justice but also contribute to the overall safety and well-being of patients relying on medical devices.